Event description:
It was reported that the hand piece became hot. Unable to grasp it because of the heat. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/05/2007. The hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no anomalies were noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity and phase margin. However, the device was tested for sixty seconds and no anomalies were noted with the temperature of the device. No conclusion could be reached as to what may have caused the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.